Manufacturer narrative:
The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). The reported issue was identified by the technician during the repair of the device. The issue was traced back to a defective motor. The representative replaced the whole bridge to resolve the reported issue. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The bridge was requested back for further investigation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t developed burning smell. This issue was identified by a livanova field service representative during maintenance. There was no patient involvement.

Manufacturer narrative:
The pump was returned for further investigation. During the evaluation it was found that the motor had a bearing damaged which led to the reported malfunction. The cause of the damage has been identified with defective component.